Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise over-sensing that led to inappropriate anti-tachycardia pacing as well as reduced pacing impedance. The physician capped and replaced the lead during generator changeout on (B)(6) 2020. The patient was in stable condition.